Event description:
Patient in room after returning from a procedure. Two rns were pulling the patient up while a third rn held the sheet at the foot end of the bed. The trinova mattress pump was hanging on the end of the bed by hooks, and fell off when the mattress moved. The pump fell on the top of the third rn's right foot. She went to the emergency center and was x-rayed and given tylenol. She was sent home with a prescription for vicodin and crutches. Clinical engineering looked at the trinova mattress pump in question, and found that the hooks are too small to fit over the foot end of the hospital beds securely. Looked at trinova pumps located on beds throughout the hospital and found that the same problem exists everywhere. Called the manufacturer and the service technician. They are installing the pumps between the mattress and foot boards. Staff are moving them after they are installed. Sent notice to nurse managers to let them know to warn staff not to hang pumps on foot boards.